Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported capsular contractures baker grade iii-IV. Device has been explanted. This relates to the left side.

Event description:
Healthcare professional, later reported, necrosis and granuloma.

Manufacturer narrative:
The event of necrosis and granuloma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device. Necrosis: unable to observe, as it is a medical event. That is not related to the device. No additional observations. No further actions are required, since no issue in the manufacturing of the device is observed.